Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, sepsis, myocardial infarction, and passed away. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the peritonitis, the patient subsequently experienced sepsis, myocardial infarction and death. Treatments for the events were not reported. The cause of death was reported to be due to sepsis and myocardial infarction. The patient passed away while in the intensive care unit of the hospital. It was unknown if extraneal and physioneal therapies were ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available.